Manufacturer narrative:
The reported failure of spur ii not reinflating could not be verified as the sample was discarded by the customer. Function test is performed on 100% of the products to make sure that the finished products meet the design specification after assembly. After reviewing production records for the affected lot, no abnormality was found. Therefore, the product was be able to re-inflate to its default shape by itself after compression and any issue with re-inflation should be easily detected during manufacturing. Based on the information provided by the customer, the affected spur ii could not self-inflate preventing manual ventilation, however upon inspection after the event, it worked properly. It is suspected that the compressible bag could not inflate due to inlet valve disc stuck or malfunctionining during ventilating. This was also suspected by the customer, however nothing unusual was identified on the air inlet valve after the incident. Due to not being able to investigate the actual sampe and having limited information, the specific failure mode and root cause could not be determined. As stated in IFU "always inspect the resuscitator and perform a functional test after unpacking, cleaning, assembly and prior to use".

Event description:
The spur ii was being used to provide manual breaths to a critical patient prior to intubation. Flow meter was on 10 lpm, md was holding face/mask seal and rt was giving manual breaths with the resuscitator (bvm). The bvm was not inflating, nor was it giving any resistance or back pressure. The bvm felt limp and was not self inflating. No chest rise was observed and sp02 was continuing to fall. Md took over giving manual breaths while rt troubleshooted. Rt increased o2 flow to 15 lpm with no change in performance and then quickly hooked it up to a new flow meter with help from rn. Still no change was observed. It was clear the bvm was not working so rt grabbed a new bvm and hooked that up to the original flow meter at 15 lpm. The new bvm was working but patient experienced cardiac arrest due to the lack of respiratory support during this time, and CPR was initiated. Patient returned to spontaneous circulation once a new ambu bag was obtained. Patient survived this event but passed away on (B)(6) 2024. Patient had multiple comorbidities present.